Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced a high blood glucose reading of 538 mg/dl. The customer stated that the insulin pump repeatedly prompted her to update the time and date with every battery and infusion set change. The most recent blood glucose reading was 145 mg/dl. The customer stated that the issue had been ongoing for a while. She also reported observation of blood at the infusion set insertion site. She was advised to change the infusion set. She advised that she treated the high blood glucose levels with the insulin pump. She stated that she did not feel comfortable using the insulin pump and was worried that she may program the wrong time. The caller was advised that the device be replaced. Nothing further reported.